Event description:
It was reported that there was a white floating particle in a large volume infusor. This was noted before patient use. The device had been filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14m027 was manufactured between november 12, 2014 and november 13, 2014. The affected device was received for evaluation. Visual inspection was performed on the device and white particular matter was verified to be present floating in the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.